Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The customer reported that, in the past days, her blood glucose level has always remained above 300 mg/dl. Customer reported that, in her opinion, the pump isn't delivering the insulin properly because after having set a temporary basal rate that is equal to 130% of her usual basal rate, the blood glucose level hasn't decreased. No adverse event reported. A request was made for the return of the device.